Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button issue. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was crack at the battery compartment. Insulin pump did required multiple prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons due to flattened all buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify prime/fill anomaly due to unresponsive button. Device had cracked battery tube threads, cracked reservoir tube lip. The test reservoir locked in place properly and no anomaly noted. (B)(4).